Event description:
It was reported that the physician was attempting to treat a lesion with stenosis in the lad. During the surgery, the lesion was pre-dilated with sprinter legend balloons. An attempt was then made to position an endeavor resolute 2.25 x 24 mm drug eluting stent and a 2.50 x 30 mm endeavor resolute drug eluting stent, but both devices failed to cross the lesion. Vessel resistance was not noted. Upon removal from the patient both devices were noted to be deformed. No patient injury occurred or clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). No results available since no evaluation was performed (device or procedural images were not returned for review). Related to operational context (given there were no issues noted during inspection of the device prior to use, stent deformation most likely occurred during attempted delivery therefore is procedural related). Evaluation conclusions: known inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). Operational context caused or contributed to the event (lesion stenosis). (B)(4).

Manufacturer narrative:
Evaluation, results: deformation problem - (stent deformed).

Event description:
Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 6th to 8th distal segments were raised and deformed.